Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-02749; related manufacturer report number: 2017865-2020-02750; related manufacturer report number: 2017865-2020-02752. It was reported that the patient experienced a thromboembolism post-implant. Patient had history of hypercoagulability. The patient was prescribed medication and discharged.